Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump alarms when a cassette is attached. Alert is "empty cassette/tubing" the tubing is primed and fluid is in the cassette. The cassette was attached to a different pump and it ran without incident. There was no patient injury.